Event description:
During angioplasty, on second inflation of balloon, the proximal right coronary artery and ascending aorta dissected. This necessitated open heart surgery and the pt died immediately following surgery.